Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Due to batch being unknown, no DHR can be reviewed. H3 other text : see h.10

Event description:
It was reported that unspecified bd¿ insulin syringe 30 ui hub separated. The following information was provided by the initial reporter: customer reports: "I always buy insulin syringe 50 ui and 30 ui, 6mm needle, 0.25mm gauge. A lot has happened when trying to take the cap off the needle, it comes out together, staying inside the cap. I am sending this email as a quality complaint, because every time it happens we have to discard the syringe ".

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(6) has been listed in sections and (B)(6) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. Initial reporter additional phone#: (B)(4). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that unspecified bd¿ insulin syringe 30 ui hub separated. The following information was provided by the initial reporter: customer reports: "I always buy insulin syringe 50 ui and 30 ui, 6mm needle, 0.25mm gauge. A lot has happened when trying to take the cap off the needle, it comes out together, staying inside the cap. I am sending this email as a quality complaint, because every time it happens we have to discard the syringe ".